Manufacturer narrative:
Additional information received on 05/11/2017: it was stated that the patient was discharged on (B)(6) 2017. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site by the ventricular assist device coordinator (vad) that the patient called on (B)(6) 2017 stating that she "woke up on the bathroom floor", patient reports that she became dizzy prior to the fall and thinks she had a loss of consciousness. Patient was unsure if she hit her head. Per vad coordinator, patient had recently been seen in clinic with complaint of nausea and vomiting, which the team recalled was like her presentation with heart failure, therefore her lasix dose was increased, possibly leading to dehydration and ultimately the fall. Patient was then seen in the clinic on (B)(6) 2017, international normalized ratio (inr) of 1.86. Patient was readmitted from the clinic to the hospital. Head CT scan showed small subarachnoid hemorrhage. No residual symptoms from subarachnoid hemorrhage (sah), it was stated that the patient never suffered neurologic symptoms. Patient will continue to be monitored. No additional information available.